Event description:
It was reported via clinic notes from (B)(6) 2011, that the pt was experiencing more frequent seizures, including both minor ones and major ones. Some changes were made to the pt's medications and vns settings to address the seizures. In a clinic note from (B)(6) 2011, it is noted that the pt has been clinically stable with his seizures and no detectable side effects from the medications or new setting of his vns. The device was evaluated and it was indicated that diagnostics were within normal limits. Attempts for further info has been unsuccessful to date.